Event description:
N/a

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation. Complaint confirmed via inspection of the unit. Unit received with the lock having lateral movement, and a residue buildup was present. Unit requires replacement of worn internal parts, maintenance, and cleaning. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2013). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This 1 of 2 reports linked to mfg report number 3004608878-2021-00424. A facility reported that there was "play" within the mayfield modified skull clamp (a1059). Specifically, when the two components are together and locked into place, there was lateral movement noted. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.